Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation at first. Sorc checked the subject device. The exterior of the subject device had no abnormality and it was ok for every check item. Second, the subject device was returned to omsc for investigation. Omsc checked the subject device and found the followings; it was confirmed that there was no abnormality in the air supply operation. It was confirmed that the operation of smoke evacuation (opening and closing of the valve) was normally performed with the foot switch. It was confirmed that an alarm sounds when the measured pressure exceeds the set pressure. It could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since it could not duplicate the reported phenomenon, the exact cause could not be conclusively determined. However based on investigation, omsc surmised there was the possibility this phenomenon was attributed to an influence other than the subject device such as the combination equipment, patient condition. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was changed down from the pneumoperitoneum pressure 8 mmhg to 1 to 2 mmhg at once and immediately after was risen to 15 to 18 mmhg and its pressure alarm occurred, when the user stepped on the foot switch (maj-1939) for smoke evacuation during the urological laparoscopic procedure (pneumoperitoneum in the retroperitoneum). After a while, the alarm stopped and the pneumoperitoneum pressure became normal. But its pressure alarm had occurred every time the foot switch was pressed. The intended procedure was completed with the subject device. There was no patient injury associated with this report. Since the subject device was worked correctly of opening and closing of the pinch valve every time the foot switch was stepped on, it was seemed that it was not the signal failure of the foot switch of the subject device.